Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill test to reservoir per (B)(4) no leaks were observed during analysis. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was leaking. The customer¿s blood glucose level was unknown at the time of the incident. The leak was at the top of the reservoir. Customer also reported that cannula was bloody. The reservoir will be returned for analysis.